Event description:
A high readings issue was reported with the freestyle libre 2 sensor. Customer received a sensor scan result of 114 mg/dl compared to a reading of 65 mg/dl obtained on the built-in reader and experienced symptoms described as malaise and a loss of consciousness. Customer was unable to self-treat and required treatment of oral glucose by third-party. The reported readings were plotted on a parkes error grid and fell into the "c" zone, showing the difference in values to be clinically significant. Additional readings were reported - sensor scan result of 144 mg/dl compared to built-in reader result of 44 mg/dl. These readings when plotted on a parkes error grid, fell into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.